Event description:
A malfunction alarm identified as malf 16 occurred with the customer's pump, but there was no adverse impact to the customer¿s blood glucose level, which remained at 300 mg/dl. The customer was assisted with resetting the pump, although the malfunction recurred. Consequently, technical support decided to replace the pump and confirmed the customer¿s details for shipping the replacement. The customer was advised to use mdi as a backup insulin therapy and instructed on returning the faulty pump.